Event description:
20 hours after stent graft implant, proximal portion of graft became occluded. Wire access was gained, berenstein catheter used to open, and a cuff was implanted. The stent graft was placed within a 10-year old vascular cuff. The proximal portion of the cuff appeared compressed.